Event description:
It was reported that on (B)(6) 2007, the patient presented with t4-ilium scoliosis, adolescent idiopathic scoliosis, and back pain. The patient underwent a posterior spinal fusion of the thoracic spine to sacrum and pelvis (t8-ilium) with interbody fusion at l5-s1, using posterior instrumentation, bone graft, peek interbody spacer, rhbmp-2/acs, gelfoam, and neuromonitoring. There were no noted complications. The patient reports that she developed very intense itching over the summer of 2014, lasting several months. The itching then went away and has not returned. The patient had not previously had any symptoms of itching. Her physician has referred her to an allergist for metal testing.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.